Manufacturer narrative:
It was determined that the instrument was a modified part. During the rework, the spring tab feature of the instrument was not properly manufactured. This missing feature caused the instrument to fail to function appropriately with it's mating part, and was the cause of the reported issue. Inventory was reviewed, and parts of this lot were sampled. No other instruments were missing the spring tab feature. This was considered to be an isolated incident. In conclusion, it was determined that the root cause was that the spring tab feature was missed during the modification of this instrument. There have been no other reports related to this issue received from the field.

Event description:
It was reported that when the physician was placing the rod and reducing it with the internal reduction tower, the tower disconnected from the screw tulip. It was determined that there was a delay of 30 minutes due to the reported issue, which is the reason for the submission of the report.